Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip revision. Failure of accolade femoral stem. Patient presented with hip dislocation. Head disassociated from the trunnion. Accolade 1 was put in 2008. Revised with a restoration modular.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem and metal head was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report. "The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Bony ingrowth debris was observed on the surfaces examined. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock." "Damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed which concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Right hip revision. Failure of accolade femoral stem. Patient presented with hip dislocation. Head disassociated from the trunnion. Accolade 1 was put in 2008. Revised with a restoration modular.